Manufacturer narrative:
(B)(4). Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 3 or 42 noted during testing. Verified that pump alarmed pump error 3 on (B)(6) 2022 at 09:37:47.000 and pump error 42 on (B)(6) 2022 at 09:37:49.000 using the pump downloaded history. Motor was tested outside of the device and no alarms noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor, however, dried insulin was found on the motor sleeve. The following were noted during visual inspection: scratched case, pillowing keypad overlay. In summary, customer allegation for pump error 3 and 42 was confirmed due to dried insulin on the motor sleeve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer state that they were able to clear alarm and rewind the insulin pump. Customer stated that insulin pump was passed in self test. Customer also stated that they received calibration not accepted alert and change sensor alert. No harm requiring medical intervention was reported. The device was returned for analysis.